Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Due to performed visual inspection and found sensor cannula damaged (broken), damaged part found in cannula canal. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 16 mmol/l and the sensor glucose was 10.5 mmol/l at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range.